Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied to inflate the balloon. The balloon could not be inflated due to the presence of solidified medium that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified medium before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from the balloon. From a microscopic examination, a balloon longitudinal tear was identified at approximately 1 mm from the distal end of the proximal markerband extending for approximately 12 mm distally. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination found no issues with the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mm x 3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 10atm. The device was simply removed and the procedure was completed with the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mm x 3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 10atm. The device was simply removed and the procedure was completed with the same device. No patient complications were reported and the patient's status was good.